Event description:
The customer contact reported the patient received more medication than intended. On an unspecified date and time, the pump was programmed to deliver hydromorphone 1mg/ml in the pca only mode, with a 0.2mg pca dose, a 10 minute patient lockout, and a 6mg four hour limit. After an unspecified length of time, the nurse was notified by the patient's family that the device was "counting up." The nurse reported that the display appeared to be delivering the in the continuous mode instead of the intended pca only mode. At that time, the nurse noted that the patient was drowsy but arousable and had an unspecified low blood pressure. No medical interventions were required. There were no reported adverse patient sequelae. The device was removed from clinical service. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not completed. (B) (4)